Manufacturer narrative:
The customer reported problem was not confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: 8100 sn: (B)(4) customer wanted to know how to clear this error code 13-1033-149. Failure device type: failure problem type: failure mode: case resolution: reflash software, I explain to the customer that this is a software error code, and in order to correct this error code he would need to reflash the 8100. The customer stated that he would have to find the point of care cd. I said ok and the customer said if he has any problems he would call back. I said ok and the call was ended.